Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display after changing battery. Customer also reported that display screen was blank and buttons could not be pressed. Customer's blood glucose was unknown. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the lcd board. Unable to verify the button/keypad unresponsive due to the blank display anomaly. The pump also had minor scratches on the lcd window, a crack near the display window corners, and a cracked reservoir tube lip.